Event description:
Follow up information identified the patient¿s ipg was replaced and the pocket site was revised due to discomfort.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient is experiencing intermittent pain and heating at the cervical ipg site. The patient¿s ipg has become superficial after losing 60 lbs. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the issue is now resolved.